Event description:
It was reported that a reclaim monoblock was placed due to a fracture in the femur. A 36+1.5 ceramic head was opened. The doctor cleaned the trephine before placing the head. The reporter was unable to observe impact or testing of the head before relocation. After relocation the patient's leg length was too long, so the head was dislocated. Once dislocated the head was loose. A new head was opened and was secure. All available information has been disclosed. Doe: (B)(6) 2026. Affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.